Event description:
Bevel on nexiva 22g catheter is misaligned. Bevel is offset to the side instead of facing up. Third one we have found. Potential adverse event for patient because can't start the IV and have to do it again on a different vein.